Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, loss of capture on the atrial channel was observed. It was noted that the lead was fractured. The physician elected to cap and replace the lead (B)(6) 2019 and the patient was stable following.